Event description:
Initial reporter indicated to a manufacturing consultant that her dell handheld kept freezing on the interrogation screen. A flashcard reinsertion was performed but event continued. The handheld contained 7.1 programming software. The product is pending being received for analysis review at manufacturer.